Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited a spike in pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). There was no noise observed. Technical services (ts) discussed programming options and that the health care professional (hcp) could continue to monitor. The lead remains in service. No adverse patient effects were reported.